Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported a patient of unknown age and gender underwent a gall bladder removal. After the procedure the patient returned as the hub had detached from the device. The physician removed the device, used a second device. Prior to placing the second device the physician pulled on the hub and this as well detached. A third device was used to complete the procedure without further complications.